Event description:
Report received of an incident involving a filter extension set where air was noted in the tubing distal to the filter. The reporter had no pt specific information. The set up included the filter extension set which was attached to an unspecified burette set. The type of IV access the pt had was not known by the reporter. The pt was receiving tpn at an unk rate. The reporter stated that the rate is usually set between 2-3cc/hr with 12cc/hr being the maximum rate used on the unit. Reportedly, the nurse changed out the filter set in this incident twice due to the air being noted distal to the filter. The infusion was then continued without further incidence. There was no report of pt harm or adverse pt effect. The set involved in the incident was discarded by the customer. The nurses on the unit reportedly are noticing air behind the filters during priming or finding it difficult to prime the sets without getting air in the line. The sales representative stated that she met with the reporter and the director of the unit during the week of 05/2002 to demonstrate how to prime the set. She stated that no air appeared in the line. The customer was instructed to keep the set for return if the incident were to occur again. Although requested, no additional info was available.